Event description:
It was reported that the user experienced sustained high glucose readings for approximately four hours on an iLet system and expressed frustration with changing infusion sets after a recent switch from Contact Detach to Insets; the user declined guided troubleshooting due to vision limitations and planned to wait for a roommate to perform the site change. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviewing the user and analyzing the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.